Manufacturer narrative:
With review of the available clinical data, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the reported event is the patient's complex medical history and comorbidities. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical database that the patient had gastritis. The patient presented to the emergency room (ER) on (B)(6) 2016 with a three day history of emesis (three or four times a day, none on day of admission). The patient stated that he had been waking up with dried blood in his month. He denied obvious hematemesis or coffee-ground emesis. The patient also had approximately six episodes of loose watery brown stools on day prior to admission. On the day of presentation, the patient became light headed and prompted his wife to bring him to the emergency room for evaluation. Labs were drawn and the patient's creatinine and bilirubin were noted to be elevated. Infectious disease (ID) was consulted who recommended empirically starting antibiotics and following viral loads. Blood cultures were negative. Vancomycin was discontinued on (B)(6) 2016 and antiretroviral treatment (arv) was restarted per ID recommendations. The patient's international normalized ratio (inr) was 8.4. Two units of fresh frozen plasma (ffp) were subsequently administered and the patient's aspirin and coumadin were held. There were no symptoms of bleeding. The patient received another two units of ffp on (B)(6) 2016 as his inr was 7. The inr improved to 3.0. Abdominal ultrasound performed on (B)(6) 2016 revealed hepatomegaly. The patient was discharged in stable condition on (B)(6) 2016 with inr of 2.1. The patient was instructed to take 5mg of coumadin on evening of discharge and to follow-up with the vad coordinator the following day regarding dosing. Follow-up visit was conducted on (B)(6) 2016 for lab work. The patient has remained asymptomatic since admission with occurrence of formed bowel movement (bm) and no episodes of nausea/vomiting/diarrhea or light-headedness. The patient's bilirubin and creatinine levels were noted to be trending down. The event was considered resolved. The site deemed the event as related to the patient's condition, and unrelated to the lvad procedure and device. It was further stated that the etiology of the event is unclear.